Event description:
Boston scientific received information that this implantable defibrillation lead was exhibiting pace impedance measurements greater than 2000 ohms. The local area field representative reported all other lead measurements remained stable and within range and boston scientific technical services (ts) discussed intensifying patient follow up. No adverse patient effects were reported and the physician plans to continue monitoring the situation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.